Manufacturer narrative:
This MDR is a duplicate of 3004464228-2025-48505-00 submitted on 16oct25. Please dis-regard this MDR.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia on (B)(6) 2025. The patient's blood glucose levels declined (exact value not reported) while wearing the pod on their abdomen. It was reported the patient lost consciousness. An ambulance was called who took the patient to hospital. The patient was treated with glucose. A new pod was placed at the hospital. The patient was released later the same day, on (B)(6) 2025.